Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that liquid was leaking. The event occurred before patient use/during priming.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of leakage can be confirmed. Upon further investigation, there were no damages or anomalies observed. The probable cause is due to the nrfit connector not fitting properly which may cause damage to the bond when removing the connector from the fixture. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.